Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the head of the microscope was loose. Timing of the event and patient impact are unknown. Additional information has been requested but not receive to date.

Manufacturer narrative:
The customer reported that the optical head of the system was loose. The customer noted this event did not result in the cancellation of any surgeries. There was no patient harm. The company service representative examined the system and confirmed the reported event. The vertical mounting bolt was loose. The company service representative reseated both the mounting bolt and set screw. The company service representative repositioned the cable to allow for better libero movement. The system was then tested and met all product specifications. The reported event can be attributed to loose screws. How the screws became loose cannot be determined conclusively. The system was manufactured on november 12, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer date was blank in the last smdr report sent. It should have been 11-aug-2017. New information was also provided in last smdr. The manufacturer internal reference number is: (B)(4).